Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was evaluated, the relevant was reviewed and the following was observed: presence of tortuosity at the access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported distal tip torn was empirically confirmed based on the information provided by the field clinical specialist. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors being investigated. Additionally, patient or procedural factors such as challenging anatomy observed in the provided imagery (tortuosity) or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome any resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During deployment using plus 1cc, at fully inflation when the valve was fully deployed, the 23mm commander delivery system balloon burst. During withdrawal, there were difficulties as the balloon got caught at the tip of the 14f esheath plus, and extra force was required to retrieve the balloon into the sheath. After removal of the 23mm commander delivery system, and then the 14f esheath plus, it was observed that the distal tip of the sheath was torn and distal tip of the delivery system was separated. The patient did not suffer any injury due to the event and was noted as to be in stable condition.

Manufacturer narrative:
E1 phone number (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.